Manufacturer narrative:
Block d2b: product code: additional product code qon. Block g4: premarket / 510(k) #: additional premarket/510(k) p190006. Block h11: the device was not returned for analysis; therefore, a technical analysis could not be performed. It was confirmed the device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. A risk review was completed and confirmed that the event of a negative physical event with unclear relation to device or procedure (uti) and ineffective therapy due to programming no longer being sufficient was defined in the product risk documentation. This event type has been accounted for during analysis to support acceptable risk benefit for the product. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk.

Event description:
It was reported that the therapy with this neurostimulator hasn't been working for about a year, with frequent urination and leakage continuing. A scan was done a couple weeks ago, and stimulation was turned off but unsure if it was turned back on right. Stimulation was increased during the call, and the patient was told to monitor symptoms. There was also concern that the device might have separated into two pieces, and a urine sample is being submitted to check for a possible urinary tract infection (uti). The patient usually gets multiple utis a year and was told this could affect how well the therapy works. Follow-up will be done with care team, and the event is ongoing. There were no additional patient complications.

Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4) - additional premarket/510(k) p190006.

Event description:
It was reported that the therapy with this neurostimulator hasn't been working for about a year, with frequent urination and leakage continuing. A scan was done a couple weeks ago, and stimulation was turned off but unsure if it was turned back on right. Stimulation was increased during the call, and the patient was told to monitor symptoms. There was also concern that the device might have separated into two pieces, and a urine sample is being submitted to check for a possible urinary tract infection (uti). The patient usually gets multiple utis a year and was told this could affect how well the therapy works. Follow-up will be done with care team. There were no additional patient complications.